Manufacturer narrative:
Pump received with minor scratched display window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and cracked lcd window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that that customer's insulin pump was damaged. A piece of plastic near the battery compartment was coming off. The customer's blood glucose level was 92 mg/dl. The product was returned. Nothing further to report.